Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to acetabular liner wear. During the procedure, the surgeon accidentally engaged one of the liners into the cup incorrectly. This liner was immediately removed and discarded. Another liner was used to complete the procedure, and the modular head was removed and replaced.

Event description:
It was reported patient underwent initial total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to possible stem loosening; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Device information - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. The following sections could not be completed due to the initial reporter address information could be: initial reporter address - medical center (B)(6). Or the initial reporter address could be: initial reporter address - (B)(6).